Event description:
Pt. Underwent cataract surgery on 10/15/97, and implantation of a staar model aq-1016v intraocular lens. However, the doctor stated the lens ejected in an uncontrolled manner, too fast, and tore the posterior capsule. The lens was removed and a vitrectomy was performed. Another lens style was implanted. The surgeon said the pt has an astigmatism. He prescribed pred forte and the pt was also taking vitamins.